Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that when non-pacemaker dependent patient presented in clinic, device was found to be in backup vvi mode. Device replacement was suggested as resetting by normal programming was not an option available for the device. Device was explanted and replaced with new one. The patient was stable before and after the procedure.

Manufacturer narrative:
The reported event of backup vvi on the device was confirmed and the event of premature battery depletion was not confirmed in the laboratory. The device was tested on the bench and analysis indicated back up operation occurred due to the exposure to external sources as reported from the field. The device was implanted beyond its intended longevity which further led to reduction in battery capacity and voltage level. Testing indicated normal functionality and normal battery depletion.